Event description:
Trying to locate the tampon and get it out again - vagina [foreign body in reproductive tract] string came out alone. Trying to locate tampon and get it out [complication of device removal] string came out alone completely unattached from the tampon [device breakage] case narrative: consumer reported via email that the tampon string came out alone during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.